Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. Reportedly, the cap was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 06/09/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing issue was verified. Part of the threads area facing the back of the pump had broken off from the battery compartment. Battery compartment cracks were found at the case seal below the grip pad and along the side of the grip pad from the threads area towards the case seal. The returned battery cap was able to maintain electrical contact and the pump powered up to the verify screen. Auditory and vibratory features were operational. No tactile issues were found with the buttons.